Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast inside the inflation lumen. The protective sheath was on the balloon with the stylet inside the guide wire lumen. The protective sheath was removed to reveal the balloon was tightly folded. There was no damage noted to the balloon. There was a kink in the shaft 6mm proximal to the guide wire exit notch. The shaft had separated at the adhesive lap joint. There was no adhesive noted in the distal shaft or inside the proximal portion. The material was not jagged or stretched. There was a bend in the tapered support mandrel 6 mm proximal to the distal edge of the tapered support mandrel. There was no other damage noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned device; damage was noted. The quality assurance technician (qat) analysis of the returned device revealed kinks in the shaft and support mandrel. This may be the result of handling when repackaging the device for return for analysis. Qat analysis also confirmed that the catheter had separated at the mid-to-proximal outer member lap joint. Further investigation determined that the root cause may have been either lack of adequate plasma cleaning or curing or insufficient overlap at joint. The most likely root cause of this failure is related to a manufacturing issue; unknown contamination of the part after plasma cleaning, facilitating separation of the shaft or the inadequate bonding of the shafts. As a correcitve action, a field discrepancy notification (fdn) was issued to evalute the manufacturing process in question. All investigation activities will be documented in the fdn. Corrective actions may be developed and implemented based on the results of the investigations. Product performance engineering will continue to trend and monitor the incident circumstances. This MDR is considered closed by the quality assurance department.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation previously caused or contributed to patient injury. Device issue: distal shaft separation. It was reported that upon opening, the balloon was found to be fractured. There was no damage noted to the outer packaging. This was an out of box failure. No additional event or patient information is available. This is being reported based on the analysis of the returned device which revealed a distal shaft separation.